Event description:
Consumer's representative reported that consumer bought an ace elbow brace in 2008 and after about 3-4 hours of wear, her elbow has suffered a severe itching and inflammation. Medical intervention was sought.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted. Unable to run complaint history check or device history review as lot number is unknown. Regulatory compliance will continue to monitor on monthly trend reports.